Event description:
Senseonics was made aware of an incident where customer contacted customer care to report inaccuracies between their blood glucose (bg) readings and the sensor glucose (sg) readings from their smart transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer contacted customer care to report inaccuracies between their blood glucose (bg) readings and the sensor glucose (sg) readings from their smart transmitter. The customer was educated about the lag between bg and interstitial fluid readings and other general statements, but the issue was not resolved through explanation. The case was escalated for further review. The escalation response indicated that bg values matched sg trends well, with some differences due to lag. The customer was advised to continue using the system, entering calibrations when glucose levels were stable.